Event description:
Patient's parent contacted dexcom to report pain at site of dexcom sensor.

Manufacturer narrative:
Patient's mother reported pain where wire was present there is a hard red bump. No medical intervention. Patient has had this happen before on his arm. These sensors leave a bump and it's painful. Mom said he has an appointment tomorrow with the physician so she will mention it then and call us back with details of any intervention that takes place. This has happened with three total sensors. Date of medical intervention: (B)(6) 2013. Description of medical intervention: medical doctor prescribed desonide topical cream. Current condition of patient: site was still painful this morning.